Event description:
It was reported that the procedure was to treat a de novo lesion with 90% stenosis, no tortuosity and no calcification in the mid circumflex artery. A non-abbott guide wire was advanced toward the target lesion. The lesion was pre-dilated with a 2.75x12 mm non-abbott balloon catheter. A 3.0x15 mm multi-link 8 coronary stent system was advanced toward the target lesion, the stent system was inflated, but the target lesion did not fully open. The stent radiopacity markers could not be seen on fluoroscopy and the stent implant was found on the table. The stent system was removed and replaced with a new same size multi-link 8 stent system which crossed the lesion and the stent was implanted successfully. No resistance was noted while removing the 3.0x15 mm multi-link 8 stent system from the dispenser coil. No resistance was noted during removal of the stylet or protective sheath. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the multi-link 8 coronary stent system instructions for use states: prior to using the multi-link 8 coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.